Event description:
Doctor reported that implants at tooth sites 25, 23 and 11 were removed due to progressive peri-implantitis. Doctor also indicated metal-ceramic cemented prosthesis on 6 implants back in 2023. Progressive peri-implantitis was reported in all mounts made, which are removed despite of the established treatment. Bridge was cut and these three mounts were removed. Manufacturing of overdenture on the two remaining mounts.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: unique identifier (UDI) number not available. D6: d6a. If implanted, unknown. D10. Concomitant medical products. Oss415, osseotite implant 4 x 15mm lot 189140. Oss313, osseotite implant 3.75 x 13mm lot 195449. E1: reporter name unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.